Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was not returned for evaluation. The hospital had disposed of it as it had been used on an infectious patient. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. Results: from our review of the hospital's response to our questions, we can deduce that the expiratory limb was likely damaged while in use. A lot check could not be performed as no lot number was provided. Conclusion: the customer had confirmed that the breathing circuit passed the ventilation leak test prior to being used on a patient and was thus undamaged at that time. They further confirmed that the leak was noticed after one day of use on a patient. Additionally, they confirmed that they were using a non-fph circuit hanger to secure the breathing circuit. It is therefore most likely that the damage occurred as a result of use of the third party circuit hanger. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that gas leaked from the expiratory limb of an rt340 adult breathing circuit after one day of use. No patient consequence was reported.